Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. An unexpected pump error 37 alarmed during rewind due to moisture damage on motor assembly. Unit received with missing display window cover. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, peeling end cap address label, moisture damage on force sensor assembly and slight corrosion in battery tube.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage and insulin pump does not rattle when they shake it. The customer¿s blood glucose level was 284 mg/dl. The customer also reported that the self test was passed and customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.